Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) syringe inlets had foreign material in an unspecified location. This was discovered during an unspecified process step. There was no patient involvement. No additional information is available.